Event description:
Customer reported receiving an error message on her unlocked freestyle meter. The device was returned and during the course of the investigation it was discovered the meter had suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Customers and retailers have been informed through the fa16may2006 letter.